Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient alleged that the adapter had a crack in the rubber that had the potential to cause a leak if it continued to grow. No adverse event was reported. The adapter was requested to be returned for product evaluation.